Event description:
It is reported that the surgeon implanted a size "f" femoral with an incorrect size "c/d" surface. The devices remain implanted.

Manufacturer narrative:
H3: evaluation summary: a size "c/d-5/6" surface was implanted with a size "f" femoral component and a size "6" tibia tray. A size "c/d" surface is not recommended for use with a size "f" femoral component per the zimmer compatibility chart. Cause of the problem could not be definitively determined. H6: evaluation codes: no device was returned for evaluation. Device history records indicate manufacture to specification.